Manufacturer narrative:
The issue was resolved for the customer by confirming that nothing further was required from stryker at this time.

Event description:
It was reported that the patient fell out of bed and the bed exit did not alarm. The patient experienced a seizure, but the user was unable to confirm if the seizure caused the fall, or if the fall caused the seizure. No further details were given regarding the patient's condition or any possible medical intervention. It was further reported that when the patient fell, the bed exit did not alarm. A stryker account manager and stryker field service representative visited the account in an attempt to evaluate the bed to ensure that the bed exit alarm was working to specification, but were told that the unit had been put back in service and could not be located for evaluation. Therefore, the alleged issue of the bed exit not alarming could not be confirmed.

Manufacturer narrative:
The issue was resolved for the customer by confirming that nothing further was required from stryker at this time.

Event description:
It was reported that the patient fell out of bed and the bed exit did not alarm. The patient experienced a seizure, but the user was unable to confirm if the seizure caused the fall, or if the fall caused the seizure. No further details were given regarding the patient's condition or any possible medical intervention. It was further reported that when the patient fell, the bed exit did not alarm. A stryker account manager and stryker field service representative visited the account in an attempt to evaluate the bed to ensure that the bed exit alarm was working to specification, but were told that the unit had been put back in service and could not be located for evaluation. Therefore, the alleged issue of the bed exit not alarming could not be confirmed.